Manufacturer narrative:
A report was received that the filter baskets of two 6mm angioguard rx embolic protection devices could not loaded into their delivery catheters while they were being prepared for use and prior to use on the patient. The site reported that the devices had been stored, handled, inspected and prepped according to the instructions for use (IFU) and that there was nothing unusual about the devices prior to use. When the devices were opened the site noted that the deployment sheath tip was still fully seated in the filter basket introducer. No difficulty was experienced when flushing the filter introducers or basket introducers. The anti-migration clip located closest to the filter introducer was left in place until after the filter basket was docked into the deployment sheath but the filter never fully docked in the yellow catheter. The site further reported that the physician had performed many procedures with angioguard devices in the past without any issues. The procedure was completed with no reported patient injury. A non-sterile 6mm basket, medium support angioguard device was received for analysis inside a plastic bag. The device was received along with the filter basket, deployment sheath and torque device components. The torque device was found affixed to the delivery wire. The 6 mm angioguard filter basket was received in deployed state. Per the visual analysis, an unzipped condition was observed on the delivery sheath. The unzipped condition was found from 26.0cm to 30.0cm from delivery sheath distal end. The unit was observed under the vision system and damage was observed on the membrane of the angioguard filter. The membrane of the filter was observed separated/ uplifted from the basket wire and prolapsed/ folded over itself. Functional testing of the filter loading process with a lab sample coil dispenser was unsuccessful because of the condition of the returned sample (damaged membrane and unzipped delivery sheath. A review of the manufacturing records for this lot of products revealed that it met specification prior to release. The reported ¿delivery system- loading difficulty-into delivery sheath¿ event associated with the first device was confirmed based on the results of the functional analysis. This is most likely related to the damage observed on the returned device (deployed filter, damaged membrane and unzipped delivery sheath). The root cause of the damage on the membrane and the unzipped condition on the delivery sheath could not be conclusively determined by the analysis. The reported ¿delivery system- loading difficulty-into delivery sheath¿ event associated with the second device was not confirmed based on the results of the visual and functional analysis. According to the product IFU prior to the procedure, all equipment and packaging should be inspected and examined carefully for defects. Users are instructed to check the guidewire, filter basket, deployment sheath, capture sheath and capture sheath rx port for bends, kinks or other damage. Defective equipment should not be used. Users should verify that the deployment sheath should be fully engaged in the filter basket introducer since it can become disengaged during shipping. If not engaged, they are instructed to manually engage it. Users are instructed to flush the deployment sheath and filter basket introducer with 10ml of saline until they see saline within the coil dispenser at the green deployment sheath hub. User are then instructed to remove the two anti-migration clips closest to the torque device and need to ensure that the torque device is securely attached to the guidewire prior to removing the wire from the coil dispenser until the basket is completely docked into the tip to the deployment sheath. When completely docked, approximately half the filter basket will still be visible out the end of the deployment sheath. Users can then remove the last anti-migration prior to opening the torque device. They then need to pull the wire through the torque device until the proximal end of the deployment sheath hub engages the torque nut by gripping the torque device in one hand and the proximal end of the guidewire in the other. Users are instructed to complete the prepping of the device by locking the torque device onto the guidewire while ensuring that the deployment sheath hub remains engaged with the torque hub and pulling the wire and deployment sheath out of the dispenser coil. Based on the information available for review, procedural factors (based on the results of the product analysis) that may have contributed to the reported event. Neither the device history record nor the information available for review suggests that the reported event was related to the manufacturing process. Therefore, no corrective actions will be taken at this time.

Event description:
It was reported that when two 6mm medium support basket angioguards were prepped they would not allow the filter to go into the delivery catheter. Analysis of one of the devices indicates damage on the membrane of the angioguard. The membrane of filter was observed separated/ uplifted from the basket wire and prolapsed/ folded over itself. There was no patient injury and the devices were not used in the patient. The products will be returned for analysis. "The operating physician has performed many of these procedures and has used the angioguard filter many times with out any issues." Additional information was received that the event occurred in the same procedure. The products were stored, handled, inspected and prepped according to the instructions for use. There was nothing unusual noted about the devices prior to use. Upon opening the package the deployment sheath tip was still fully seated in the filter basket introducer. There was no difficulty encountered flushing the filter introducer and deployment sheath. It is unknown if saline was noted within the coil dispenser at the green deployment sheath hub or if the torque device locked onto the guidewire. The anti-migration clip located closest to the filter introducer was left in place until after the filter basket was docked into the deployment sheath but the filter never fully docked in the yellow catheter.